Manufacturer narrative:
On (B)(6) 2024, the display ceiling suspension (dcs) was accidentally caught with a serum holder rod attached to the table's accessory rail. When the customer moved the table down to prepare it for the next patient, the table bent the dcs downward. No health consequences were reported to this event. According to the information provided, the profile attached to the ceiling on the foot side, to which the dcs is attached, did not withstand the additional force caused by the serum holder and the table movement. The investigation revealed that one of the two screws holding the profile to the ceiling on the foot side was apparently defective. This meant that only one screw was holding the increased load on the foot side. This screw remained attached to the ceiling concrete, but the washer and the fixing hole of the profile were deformed by the heavy load, and the back of the dcs support plate including the dcs bent. The dcs did not fall down completely as the profile on the head side remained intact. To resolve the issue the profiles were replaced and fixed according to specification. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
E1: the reporting facility phone number is (B)(6). H3, h6: siemens healthineers has initiated a detailed investigation of the complaint event and system. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation.

Event description:
Siemens healthineers was informed by its service organization about an issue with the artis icono biplane system. The display ceiling suspension support broke and partially detached from the ceiling. There was no report of any adverse health effects to the patient, users, or third parties.